Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2107006. Medical device expiration date: (B)(6) 2026. Device manufacture date: (B)(6) 2021. Medical device lot #: 2107005. Medical device expiration date: (B)(6) 2026. Device manufacture date: (B)(6) 2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in bd eclipse¿ needle with smartslip¿ technology. This occurred 5 times, however, no patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: brown dot on hub of needle.

Event description:
It was reported that foreign matter was found in bd eclipse¿ needle with smartslip¿ technology. This occurred 5 times, however, no patient impact reported. The following information was provided by the initial reporter, translated from dutch to english: brown dot on hub of needle.

Manufacturer narrative:
H6: investigation summary: to aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was identified. A device history record review was completed for provided material number 305892 and lot numbers 2107005 and 2107006. The review found one quality notification (qn) regarding the reported defect for the hub component used for lot 2107006. It is possible that this qn is related to this reported issue as there was a problem identified with remnants of polypropylene and the expulsion of gases during production. We are confident that the faulty material related to this qn was segregated correctly and that the final lot was released in accordance with specifications. H3 other text : see h.10.